Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "tibial component rotation around the transverse axis measured by radiostereometry predicts aseptic loosening better than maximal total point motion a follow-up of 116 total knee arthroplasties after at least 15 years" written by asgeir gudnason, gunnar adalberth, kjell-gunnar nilsson, and nils p. Hailer published by acta orthopaedica accepted by publisher on 29 november 2016 was reviewed. The article's purpose was to compare the ability of different radiosterometry measurements at different time points to predict loosening of tibial tka components in the long therm. Data was compiled from 116 tkas in 116 patients with 14.8-17.4 years range follow up. Deaths were noted but not associated with the implants. Results were rotation of the cemented tibial component around the transverse axis, proximal translation and distal translation are slightly better at predicting aseptic loosening than maximal total point motion (mtpm), and tibial component migration measured after 2 years gives a good prediction of aseptic loosening up to 15 years. Article does not include patellar resurfacing as part of the primary. The study included data from other studies include one study of patients who all received depuy implants. The article summarizes the adverse events and does not provide identification of products associated with the adverse events. Therefore exact quantities of possible depuy implants cannot be determined. Depuy products: amk femoral, amk insert, amk tibial tray, cmw cement. Adverse events: aseptic loosening of tibial tray (treated with revision), instability (treated with revision), infection (treated with revision), unknown reason treated with resurfacing of patella.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.